Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and unknown mesh was implanted. The mesh became loose and cut though the vagina. The mesh remains implanted and the doctor offered to do a partial removal but the patient is seeing another consultant to arrange a full removal. No further information is available.